Event description:
It was reported that during a shoulder procedure using a perfectpasser connector suturing device, the device would not open properly. The surgeon opted to removed the arthrocare implant and complete the procedure using a competitor's device. There were no pt complications reported as a result of this event.